Event description:
Additional information was received from the health care professional (hcp) stating that they attempted to reposition the generator in clinic but patient was in pain. The patient was taken to the or on (B)(6) 2016 and repositioned the generator. The device was flipped due to patient manipulation. The flipped device, poor coupling, and swelling had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had experienced poor coupling and was only able to get up to 2 coupling boxes. It was noted that the patient had swelling from the procedure and it was more than they anticipated. It was also mentioned that the patient had tried to charge on (B)(6) 2016 and hasn't been able to get coupling better than 2 boxes. Additional information received reported that the doctor evaluated the pocket and said that it looked good--they could feel the battery and the doctor deemed it did not appear to be too deep. X-ray was done and it was reviewed that given the view and the ins being in left flank, that the ins appeared to be flipped. Additional information received from the rep reported that x-ray confirmed the ins was flipped and that the patient had an appointment scheduled with the doctor on friday, (B)(6) 2016, to discuss next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.